Event description:
It was reported that a malfunction occurred on the pump, indicated by a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller by providing pump reset information, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue reappeared.